Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, radicular pain syndrome (radiculopathies). It was reported that the desktop charger (dtc) had a broken connector pin, and that the patient was unable to charge their ins. The patient stated that their ins is depleted. A replacement dtc was sent. The patient reported an issue with shipper trying to return their dtc, pss instructed patient to call the number in the instruction for pick up. No additional patient symptoms or additional device complications were reported with this event.

Manufacturer narrative:
Continuation of d11: product ID (B)(4) lot# serial# (B)(4) product type recharger analysis of the (B)(4) desktop charger (dtc) sn# (B)(4) found evidence of broken connector pins. Fdc code (B)(4) applies to the recharger. Fdm (B)(4) codes apply to the recharger. Fdc code (B)(4) applies to the implantable neurostimulator. Fdm (B)(4) codes apply to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.